Manufacturer narrative:
(B)(4). Customer states a representative sample is being returned for evaluation. The sample, however, has not been received at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information provided. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the balloon deflates within few hours." Customer reports the alleged malfunction occurred during patient use. It was reported there was no patient injury. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned for investigation. Visual examination of the returned et tube revealed that the sample was received with the balloon cuff partially inflated. No other defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was attached to the pilot balloon and the balloon cuff was deflated. Next, the syringe was filled with air and reattached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 4 hours with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate was made to detect any leaks. Upon injection, the et tube was able to inflate and no leaks were detected. No functional issues were found with the returned sample. Other remarks: the instructions for use (IFU) for this product states, "do not inflate with a measured volume of air or by 'feel' of pressure in the syringe since little resistance should be felt during inflation." "Cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated." The reported complaint of "balloon deflated quickly" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
Customer complaint alleges "the balloon deflates within few hours." Customer reports the alleged malfunction occurred during patient use. It was reported there was no patient injury. Patient condition reported as fine.